Event description:
It was reported to philips that during an emergency thrombectomy for middle cerebral artery occlusion, with a percutaneous intracranial artery embolectomy, aortic arch angiography, and left and right middle cerebral artery angiography, the digital subtraction angiography (dsa) was unavailable due to a lack of storage space and the procedure was aborted. The report indicated that there was an injury; however, no further information regarding the alleged injury has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the patient was transferred to the intensive care unit (ICU) for further treatment. The customer declined to provide any further information on the treatment; however, they did state that the patient was in critical condition upon admission, with dilated pupils, and passed away due to the severity of their own illness. The customer also clarified that the system gave warnings that the disk drive was near capacity prior to the loss of imaging. The allura system has a hard disk to store x-ray images locally. As this hard disk is filled up over time, design measures are in place to warn the clinical user if the disk space is getting low, including: 1) if the available disk space is less than 10.000 images, a user guidance will be displayed: "free space becomes low: delete exams"; and 2) if the disk space is filled completely, exposure (including dsa exposure) is no longer possible. Fluoroscopy, however, remains available. User guidance is shown: "exposure not possible: image disk full". Philips was unable to evaluate the system because the customer elected to have the system assessed and repaired by an unknown third-party service provider. The customer declined to provide further information regarding the system repair. While philips cannot completely rule out potential system contribution, there have been no indicators that the system contributed to the patient outcome. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.